Event description:
Pt complained of problems with breast implants developing an odd shape. Surgeon reported that implants appeared to be migrating superiorly. Surgeon also reported that at the time of removal, implants appeared to have popped out beneath the muscle. "It appears that through an inadvertent capsulotomy there was a leaky gel consistent with a long standing rupture. Left findings nearly identical." Pathologist noted pinhole defects. Removed implants had no identifiable markings.